Manufacturer narrative:
Concomitant medical products: model: 680r26; annuloplasty ring; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged resulting in undersensing, high threshold, and no capture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is enrolled in the attain stability quad clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.